Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the had was a little dirty, right case cracked by upper screw hole. The pump event history showed a force sensor test error in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during power up process. Loose connection from force sensor to plunger printer circuit board (pcb), plunger (pcb) to plunger cable. The root cause of the reported issue was unable to be determined. The technician reseated the connections and recalibrated. Performed functional/delivery tests which passed.

Event description:
It was reported that a plunger sensor failure error was observed. No patient injury was reported.